Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming pulse test. The failure was caused by corrosion on connector j101 on the c/a board and connector j504 on the table board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the corroded components. The last patient to use this monitor did not report any deficiencies.